Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a wrist arthroscopic synovectomy utilizing a svce repl, a'scope, 1.9mm x 30, it was reported that the scope would not connect correctly with the cannula. The procedure was aborted and rescheduled. A second procedure was completed several days later. There was no report of patient injury.

Manufacturer narrative:
Customer has confirmed that the device will not be returned to the manufacturer for investigation. (B)(4).